Event description:
This right ventricular (rv) lead was reported to have high out-of-range impedance readings due to fracture. When the physician opened the pocket, the lead fracture was visualized between the suture sleeve and the lead through the header. A laser lead machine was used for extraction, but this rv lead was broken in half. A snare was used to retrieve the fractured portion. The tip of the lead broke off and remained in the patient. In addition, the right atrial (ra) lead was found to be damaged. The physician nicked the ra lead with a laser and decided to laser out the ra lead without issue. The plan was to reuse the pacemaker, however, the pacemaker was left in the pocket made by the scrub nurse near the device pocket and the header filled with blood and was contaminated. A new pacemaker system was successfully placed. No additional adverse patient events were reported.